Manufacturer narrative:
(B)(6): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 50831isp, mfg date: 02/19/2010, exp date: 02/28/2015. Batch 50899isp, mfg date: 03/19/2010, exp date: 03/31/2015. Batch 51559isp, mfg date: 09/01/2010, exp date: 03/31/2015. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent laminectomy procedure on (B)(6) 2011 and a drain was placed in the spine and was anchored by suturing. The next day, the drain broke when it was removed from the pt's body. A re-operation was performed on (B)(6) 2011 to remove the retained fragment. The pt's condition is stable and he was discharged on (B)(6) 2011. The surgeon opines that the drain may have come in contact with surgical instruments or sutures.